Manufacturer narrative:
B3: event date is date valid  medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient says that starting yesterday, they feel like they can't get out of bed, stand up, or stretch because their back is hurting so bad. They said they are hunched over and can't stand up straight and it hurts so bad and makes them cry. Patient says they turned the stimulation up because of this, so naturally it is depleting their ins battery faster. Pt said they had a "real hard fall like 3 days ago". The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Pt called back in and reported they were still in serious pain and they could not feel any stimulation on group a or b. Agent redirected the pt back to their managing hcp.